Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. However, the event describes a malfunction of the catheter, although -from the available info- it cannot be assessed if it was a problem of the produced product, the handling of the product or a combination. The severity of the case is assessed as level 3. The risk is described in the product risk assessment (risks 2026 and 2027). No additional complaints registered about this lot number. No other complaints registered about this ic with conelock ring im (B)(4), this oc im (B)(4) or about this item no. Current month same issue. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. Production has been informed. There was no ncr for this lot.

Event description:
According to the available information, during catheterisation catheter part with ch 12 broken and remained in urethra. Customer had to go to the hospital where the urologist could easily remove it. There were no hurt or injuries at all. Some days later when end user was at the urologist for a botox injection into the bladder they found the plastic ring (ring between ch12 and ch18) in the bladder and it could also be removed easily and without hurt or injuries at all.